Event description:
It was reported that during an emergency room (ER) visit, the health care professional (hcp) called technical services (ts) for consult review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm). Upon review, ts noted that an alert that indicated that the right ventricular auto threshold (rvat) was detected to be greater than the programmed amplitude or suspended and possible loss of capture (loc) on the right atrial (ra) lead. Ts discussed review findings and programming optimization options with the hcp. At this time, the crt-d and ra lead remain in service. No adverse patient effects were reported.